Manufacturer narrative:
(B)(4). Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
It was reported that the surgeon inserted the 15.0 diopter aa4204vl silicone single piece lens 70% in the eye before noticing a tear in the optic. The lens was cut, removed from the eye without any injury to the patient. Another same model/same diopter lens was implanted.